Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), perforation ('perforation of the other organs'), uterine perforation ('perforation of the uterus') and device dislocation ('migration of the essure device to abdominal or pelvic cavity') in a female patient who had essure (batch no. A27189) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective - unintended pregnancy". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion disability), uterine perforation (seriousness criterion disability), device dislocation (seriousness criterion medically significant), fatigue ("chronic fatigue"), hypersensitivity ("allergic reaction"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), back pain ("chronic back pain"), autoimmune disorder ("auto-immune reactions"), the first episode of depression ("depression"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood change"), anxiety ("anxiety / mental anguish"), the second episode of depression ("depression"), headache ("headache") and stress ("psychological stress"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight decreased ("weight changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, perforation, uterine perforation, device dislocation, fatigue, hypersensitivity, pregnancy with contraceptive device, abdominal pain, genital haemorrhage, back pain, autoimmune disorder, weight decreased, alopecia, tooth loss, mood altered, anxiety, the last episode of depression, headache and stress had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation, weight decreased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: the events started almost immediately after implantation. She is on the wait list for surgery to remove the essure device. Lot number: a27189 manufacturing date: 2012-07 expiration date: 2015-07 -31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), perforation ('perforation of the other organs'), uterine perforation ('perforation of the uterus') and device dislocation ('migration of the essure device to abdominal or pelvic cavity') in a female patient who had essure (batch no. A27189) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion disability), uterine perforation (seriousness criterion disability), device dislocation (seriousness criterion medically significant), fatigue ("chronic fatigue"), hypersensitivity ("allergic reaction"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), back pain ("chronic back pain"), autoimmune disorder ("auto-immune reactions"), the first episode of depression ("depression"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood change"), anxiety ("anxiety / mental anguish"), the second episode of depression ("depression"), headache ("headache") and stress ("psychological stress"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight decreased ("weight changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, perforation, uterine perforation, device dislocation, fatigue, hypersensitivity, pregnancy with contraceptive device, abdominal pain, genital haemorrhage, back pain, autoimmune disorder, weight decreased, alopecia, tooth loss, mood altered, anxiety, the last episode of depression, headache and stress had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation, weight decreased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: the events started almost immediately after implantation. She is on the wait list for surgery to remove the essure device. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), perforation ("perforation of the other organs"), uterine perforation ("perforation of the uterus") and device dislocation ("migration of the essure device to abdominal or pelvic cavity") in a 38 year-old female patient who had essure inserted (lot no. A27189). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective - unintended pregnancy"). The patient had a medical history of necrotizing enterocolitis, scar, urinary tract infection, gi tract bleed, hepatitis, obesity, penicillin allergy, scoliosis, c-section, smoker, gravida I, missed abortion, enterocolitis, alzheimer's disease and epilepsy. Previously administered products included: folic acid. The patient had a family history of miscarriage (mother), leukemia (grandfather palmer) and heart attack (grandfather stanley). Concomitant products included prenatal vitamin-mineral supplement (ascorbic acid, calcium pantothenate, calcium phosphate, ergocalciferol, ferrous fumarate), labetalol, anaprox (naproxen sodium), tylenol (paracetamol) and penicillin nos. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criterion medically important), perforation (seriousness criterion disability), uterine perforation (seriousness criterion disability), device dislocation (seriousness criterion medically important), fatigue ("chronic fatigue"), hypersensitivity ("allergic reaction"), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), back pain ("chronic back pain"), autoimmune disorder ("auto-immune reactions"), a first episode of depression ("depression"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood change"), anxiety ("anxiety / mental anguish"), a second episode of depression ("depression"), headache ("headache"), stress ("psychological stress") and twin pregnancy ("dichorionic diamniotic pregnancy") and was found to have weight decreased ("weight changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, perforation, uterine perforation, device dislocation, fatigue, hypersensitivity, pregnancy with contraceptive device, abdominal pain, genital haemorrhage, back pain, autoimmune disorder, latest episode of depression, weight decreased, alopecia, tooth loss, mood altered, anxiety, headache and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2014 and the estimated date of delivery was on (B)(6) 2014. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as live birth of multiple neonates with no information on the children's health. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, the first episode of depression, the second episode of depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, perforation, pregnancy with contraceptive device, stress, tooth loss, twin pregnancy, uterine perforation and weight decreased to be related to essure administration. The reporter commented: the events started almost immediately after implantation. She is on the wait list for surgery to remove the essure device. The patient has been suffering from secondary infertility. She has had multiple abdominal surgeries making this a high-risk laparoscopy if we were to remove the fallopian tubes, which would be the suggestion, if they were to proceed with ivf. It was opted to proceed with hysteroscopic tubal occlusion with an essure device followed by in vitro fertilization. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.116 kg/sqm. [Blood pressure measurement] (date unknown): 1581100 mmhg. [Hysterosalpingogram] on (B)(6) 2013: essure devices are in positioned bilaterally and there 1s no free spill of contrast through either fallopian tube. The inner coil lies approximately 8 mm from the cornual region on the left side and 3 mm from the cornual region on the right side. No intracavitary abnormalities are identified. The lower uterine segment is narrow compared to the more capacious fundal region of the uterus. This may be due to under distension of the cavity. Impression.· appropriate position of bilateral essure devices without evidence of free intraperitoneal spill. [Magnetic resonance imaging] (dates unknown): MRI was in keeping with bilateral tubal obstruction. There was noted hydro salpinges bilaterally and 27-year-old with bilateral adnexal manses on ultrasound. Negative hsg this past summer [pregnancy test urine] on (B)(6) 2013: negative. [Tumour marker test] (date unknown): tumor markers were within normal limits [ultrasound scan] on (B)(6) 2012: the right adnexa revealed a cystic structure that appeared multiloculated with a few septations. It is possible they may pseudo septations that may be seen with a hydrosalpinx. It measured approximately 10.8 x 7.6 x 2.9 cm. There did not appear to be any significant change in size compared to the earlier ultrasound. A normal right ovary could not be visualized. The left adnexa was also visualized. There appeared to be an extra ovarian cyst with septation or pseudo septations extending medially in the left ovary which contained small cystic structures, likely follicles. This extra ovarian structure measured 2.3 x 5.1 x 3.4 cm. It had a relative decrease in size since the ultrasound in june; on (B)(6) 2014: this patient has a twin pregnancy that 1s dichorionic, diamniotic. The fetuses are appropriately grown for gestational age, however, anatomic review is incomplete.; on (B)(6) 2014: report summary: impression: dichorionic diamniotic. Twin pregnancy in which both fetuses are appropriately grown for gestational age with no evidence of compromise. Fetus 1 (female) is noted to have an echogenic intracardiac focus (eicf) and a single umbilical artery (sua), fetus 2 (male) appears anatomically normal. Cervical length is within normal limits and the right sided hydrosalpinx visualized. The ultrasound findings were reviewed with the patient and her partner. They are aware that an eicf is a soft marker for down syndrome. Based on nuchal translucency, the risk for down syndrome for fetus 1 was 1:1046. An eicf increases this risk to 1:523.; on (B)(6) 2014: impression: appropriately grown dcda twins with no evidence of compromise for either. Fetus 1 has a known single umbilical artery. Cervical length 1s within normal limits.; on (B)(6) 2014: this patient has a dichorionic, diamniotic twin pregnancy in which both fetuses are appropriately grown for gestational age and appear anatomically normal with no evidence of complication; (date unknown): has an ongoing dichorionic diamniotic pregnancy. Lot number: a27189 manufacturing date: 2012-07 expiration date: 2015-07 -31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: patient and reporter information, medical history, pregnancy information, lab data added. New event added: twin pregnancy. New concomitant added: penicillin, tylenol 100 mg, anaprox, labetalol 100mg,prenatal vitamin-mineral supplement. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), perforation ("perforation of the other organs"), uterine perforation ("perforation of the uterus") and device dislocation ("migration of the essure device to abdominal or pelvic cavity") in a 38 year-old female patient who had essure inserted (lot no. A27189). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective - unintended pregnancy"). The patient had a medical history of necrotizing enterocolitis, scar, urinary tract infection, gi tract bleed, hepatitis, obesity, penicillin allergy, scoliosis, c-section, smoker, gravida I, missed abortion, enterocolitis, alzheimer's disease and epilepsy. Previously administered products included: folic acid. The patient had a family history of miscarriage (mother), leukemia (grandfather palmer) and heart attack (grandfather stanley). Concomitant products included prenatal vitamin-mineral supplement (ascorbic acid, calcium pantothenate, calcium phosphate, ergocalciferol, ferrous fumarate), labetalol, anaprox (naproxen sodium), tylenol (paracetamol) and penicillin nos. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criterion medically important), perforation (seriousness criterion disability), uterine perforation (seriousness criterion disability), device dislocation (seriousness criterion medically important), fatigue ("chronic fatigue"), hypersensitivity ("allergic reaction"), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding"), back pain ("chronic back pain"), autoimmune disorder ("auto-immune reactions"), a first episode of depression ("depression"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood change"), anxiety ("anxiety / mental anguish"), a second episode of depression ("depression"), headache ("headache"), stress ("psychological stress") and twin pregnancy ("dichorionic diamniotic pregnancy") and was found to have weight decreased ("weight changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, perforation, uterine perforation, device dislocation, fatigue, hypersensitivity, pregnancy with contraceptive device, abdominal pain, genital haemorrhage, back pain, autoimmune disorder, latest episode of depression, weight decreased, alopecia, tooth loss, mood altered, anxiety, headache and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2014 and the estimated date of delivery was on (B)(6) 2014. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as live birth of multiple neonates with no information on the children's health. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, the first episode of depression, the second episode of depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, perforation, pregnancy with contraceptive device, stress, tooth loss, twin pregnancy, uterine perforation and weight decreased to be related to essure administration. The reporter commented: the events started almost immediately after implantation. She is on the wait list for surgery to remove the essure device. The patient has been suffering from secondary infertility. She has had multiple abdominal surgeries making this a high-risk laparoscopy if we were to remove the fallopian tubes, which would be the suggestion, if they were to proceed with ivf. It was opted to proceed with hysteroscopic tubal occlusion with an essure device followed by in vitro fertilization. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.116 kg/sqm. [Blood pressure measurement] (date unknown): 1581100 mmhg [hysterosalpingogram] on (B)(6) 2013: essure devices are in positioned bilaterally and there 1s no free spill of contrast through either fallopian tube. The inner coil lies approximately 8 mm from the cornual region on the left side and 3 mm from the cornual region on the right side. No intracavitary abnormalities are identified. The lower uterine segment is narrow compared to the more capacious fundal region of the uterus. This may be due to under distension of the cavity. Impression.· appropriate position of bilateral essure devices without evidence of free intraperitoneal spill. [Magnetic resonance imaging] (dates unknown): MRI was in keeping with bilateral tubal obstruction. There was noted hydro salpinges bilaterally and 27-year-old with bilateral adnexal manses on ultrasound. Negative hsg this past summer [pregnancy test urine] on (B)(6) 2013: negative. [Tumour marker test] (date unknown): tumor markers were within normal limits [ultrasound scan] on (B)(6) 2012: the right adnexa revealed a cystic structure that appeared multiloculated with a few septations. It is possible they may pseudo septations that may be seen with a hydrosalpinx. It measured approximately 10.8 x 7.6 x 2.9 cm. There did not appear to be any significant change in size compared to the earlier ultrasound. A normal right ovary could not be visualized. The left adnexa was also visualized.there appeared to be an extra ovarian cyst with septation or pseudo septations extending medially in the left ovary which contained small cystic structures, likely follicles. This extra ovarian structure measured 2.3 x 5.1 x 3.4 cm. It had a relative decrease in size since the ultrasound in june; on (B)(6) 2014: this patient has a twin pregnancy that1s dichorionic, diamniotic. The fetuses are appropriately grown for gestational age, however, anatomic review is incomplete.; on (B)(6) 2014: report summary: impression: dichorionic diamniotic twin pregnancy in which both fetuses are appropriately grown for gestational age with no evidence of compromise. Fetus 1 (female) is noted to have an echogenic intracardiac focus (eicf) and a single umbilical artery (sua), fetus 2 (male) appears anatomically normal. Cervical length is within normal limits and the right sided hydrosalpinx visualized. The ultrasound findings were reviewed with the patient and her partner. They are aware that an eicf is a soft marker for down syndrome. Based on nuchal translucency, the risk for down syndrome for fetus 1 was 1:1046. An eicf increases this risk to 1:523.; on (B)(6) 2014: impression: appropriately grown dcda twins with no evidence of compromise for either. Fetus 1 has a known single umbilical artery. Cervical length 1s within normal limits.; on (B)(6) 2014: this patient has a dichorionic, diamniotic twin pregnancy in which both fetuses are appropriately. Grown for gestational age and appear anatomically normal with no evidence of complication; (date unknown): has an ongoing dichorionic diamniotic pregnancy. Lot number: a27189 manufacturing date: 2012-07 expiration date: 2015-07 -31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-apr-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.